Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received was out of adjustment and slipping. The unit had the transitional replaced due to excessive wear on the dongle. The shock cushion, ¼ inch pin, finishing cap, and adjustment wrench were replaced due to being worn. General maintenance and cleaning performed and all worn components replaced with new parts. Root cause - complaint confirmed via inspection of the unit. The handle was out of adjustment, causing the handle to slip. Unit needs the handle to be readjusted and worn components replaced due to routine use and wear. No corrective or preventative action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3004608878-2022-00167, 3004608878-2022-00168. A facility reported that the handle on the mayfield ultra base unit (a2101) was not locking properly, and patient slippage without injury occurred. No surgical delay was reported.